Event description:
After 2 years of cochlear implant use, this child reported that she could no longer hear after the point of a pen struck her directly ever the implant site. No adults were present at the time. Using the appropriate equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery took place on 2005.